Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead's behavior was consistent with lead fracture. The proximal coil of the lead remains in use while the other coil and pace/sense portion were capped. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety.

Event description:
It was reported that the patient received inappropriate therapy, that the lead is "broken," has low impedances and insulation damage is suspected. A lead replacement was scheduled, though exact disposition of the lead is unclear. No further patient complications have been reported as a result of this event.